Event description:
It was reported that a balloon issue occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The 65 to 70% stenosed target lesion was located in the non-calcified and non-tortuous proximal right coronary artery. After stenting, a 5.50mm x 8mm nc emerge balloon catheter was advanced to expand the stent. However, during inflation at 12 atmospheres, it was observed a severe overhang with the balloon appearing to measure approximately 20mm. The physician was concerned that this might damage the vessel beyond the distal and proximal ends of the stent. Therefore, the device was retracted. There were no patient complications, and the patient is expected to fully recover.

Event description:
It was reported that a balloon issue occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The 65 to 70% stenosed target lesion was located in the non-calcified and non-tortuous proximal right coronary artery. After stenting, a 5.50mm x 8mm nc emerge balloon catheter was advanced to expand the stent. However, during inflation at 12 atmospheres, it was observed a severe overhang with the balloon appearing to measure approximately 20mm. The physician was concerned that this might damage the vessel beyond the distal and proximal ends of the stent. Therefore, the device was retracted. There were no patient complications, and the patient is expected to fully recover.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. An angiographic image was provided by the customer showing the balloon inflated outside the distal end of the deployed stent. No issues were noted with the balloon. There is no visible balloon overhang. The balloon is inflated distal to the deployed stent. There is no visible balloon or stent damage. The working channel length of the balloon (distance between the two markerbands) appeared normal. The distal end of the stent does not appear to be as fully expanded as the proximal to mid-section of the stent. It would appear from the image that the balloon was positioned too far distally (outside of the stent), during attempts to post-dilate the stent.